Manufacturer narrative:
When prepping and inflating the balloon prior to placing the product through the sheath and into the patient, a leak was detected in the balloon. This product was not used during the procedure, and another 6f/7f mynxgrip device was used to successfully close. There was no patient injury. The mynx vcd was prepped according to IFU instructions and the device failed during balloon prep. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with stopcock open as received. The sealant and advancer tube remained in their manufactured positions. The procedural sheath was not returned with the device. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 3 mm from the balloon proximal neck. A device history record (DHR) review of lot f1816503 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure at prep¿ was confirmed through analysis of the returned device. However, the exact cause of the rupture reported could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what may have contributed to the issue reported. However, handling factors are possible. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
When prepping and inflating the balloon of a 6f/7f mynxgrip device prior to placing the product through the sheath and into the patient, a leak was detected in the balloon. This product was not used during the procedure, and another 6f/7f mynxgrip device was used to successfully close. There was no patient injury and the device will be returned for analysis.